Manufacturer narrative:
The astral device was returned to resmed. The reported complaint could not be reproduced; however, review of the device logs confirmed the reported complaint. Visual inspection revealed the pneumatic block was contaminated with corrosion and water. The pneumatic block assembly was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. During a routine check of complaint records, it was detected that the event is reportable in the us. This report is being submitted to correct the error. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf147) related to the main blower. There was no harm or injury reported as a result of the event.